Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer. Reportedly, the customer reverted to an alternate method of insulin delivery. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.